Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 461 mg/dl at the time of incident customer's current blood glucose value was 421 mg/dl. The customer stated that they was treated with manual injection and insulin pen for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of high blood glucose event. Troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.